Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387, lot# b055601, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient¿s ¿skin had eroded around the stimulator and caused an infection.¿ it was noted the ¿surgeon decided to replace the hardware and make a new pocket to divert the track from the infection.¿ please note, the revision procedure was initially reported in manufacturing report #3004209178-2013-19693. All additional information regarding that procedure will be reported as part of this report.